Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, without tip protector, in a pouch was received. The sample was visually inspected and found to be non-conforming with the needle slightly bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached to the complaint was reviewed by the investigation site. The photo shows a probe in a labeled bag with same product and lot number as reported. The reported issue was not confirmed from the photo review. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that aspiration of the probe was not working before vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).